Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months.

Event description:
Additional information: it was initially reported that the patient expired due to a cerebrovascular accident (cva). Additional information was requested and the following data was received. The patient had been experiencing worsening dementia, with increased gait unsteadiness and falls. The patient had an unwitnessed fall at home a few weeks prior to death, and was found awake by a nanny. Later that night, the patient presented to the hospital with stroke-like symptoms, and was found to have a severe right massive cerebral hemorrhage. The vad coordinator reported that the patient&#38112;death was not pump related, but was attributed to worsening dementia which directly affected the patient's gait.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a cerebrovascular accident (cva). No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.